Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during index procedure, the 3.00 mm x 16 mm promus element plus stent was overlapped proximally to 3.00 mm x 38 mm promus element plus stent. In addition, at the time of event, patient complained of jaw pain thought to be an anginal equivalent and post procedure with left radial access, the patient complained of left bicep pain and left upper arm swelling. Ultrasound of left upper extremity was negative for evidence of pseudoaneurysm or occlusion of interrogated vessels.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that in-stent restenosis (isr) and angina occurred. On (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure was performed. Target lesion #1 was located in the mid right coronary artery (rca) with 75 % stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct placement of 3.00 x 38 mm promus element plus stent. Post deployment of the stent, vessel dissection was noted and physician treated it with 3.00 x 16 mm promus element plus stent. Following post dilation, residual stenosis was 0%. Target lesion #2 was located in the distal left anterior descending (lad) with 75% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with direct stent placement using 2.50x20mm promus element plus stent. Following post dilatation residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient was presented with chronic stable angina and patient was hospitalized on the same day. Coronary angiography was performed. The 75% isr of previously deployed study stent located in the distal lad was treated with placement of 2.5 x 18 mm and 2.5 x 12 mm non-bsc drug-eluting stents in an overlapping manner. Following post dilation, residual stenosis was 0%. Two days post procedure, the event was considered as resolved and the patient was discharged on aspirin and prasugrel.